Event description:
This is a spontaneous case report received from a physician in united states on (B)(4) 2014 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, lot number b82477, for sterilization. The patient's concurrent condition included endometrial hyperplasia. In (B)(6) 2014 the physician had a difficult insertion of essure in both tubes. In one tube the microinsert was visible outside the tube in a wound-down position. In the other tube, the micro insert deployed but part of the catheter broke off inside the tube with the micro insert. The physician got back results that the patient had endometrial hyperplasia. As a result of the pathology, he has decided to do a complete hysterectomy. The outcome of the events was not recovered at time of report. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: when a term like "...but part of the catheter broke off inside the tube..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a product quality issue (breakage). In addition, the ae case refers to a usability issue. The reported batch was investigated. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". No similar ae case reports have been received to date in relation to batch no. B82477. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issue will be subject to post marketing surveillance monitoring. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted and experienced microinsert deployed but part of the catheter broke off inside one tube and the micro insert was visible outside the other tube in a wound-down position. The event microinsert deployed but part of the catheter broke off inside one tube interpreted as device breakage, is non-serious; and was initially considered as unlisted according to reference safety information for essure; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. The other event, regarded as device dislocation, is listed and was considered serious due to medical importance. Although the exact mechanism of the reported events was not provided, considering positive temporal relationship and lack of plausible alternative explanation, they were considered related to device. This case was regarded as other reportable incident, due to device breakage. Additionally the non-serious event difficult insertion of essure in both tubes was reported. Ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information was requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 23-mar-2015 essure was inserted on (B)(6) 2014 and patient was not in a postpartum state at time of procedure. Hsg (hysterosalpingogram) was not performed. Physician reported as treatment for the events, essure fragment removal by hysteroscopy. Additionally he stated patient had a vaginal hysterectomy for endometrial hyperplasia. During surgery, devices were intra uterine location. Hospitalization was denied. Pathology results confirmed endometrial hyperplasia with atypia. According to the physician, hysterectomy was done for other reasons (endometrial hyperplasia), not essure removal and condition was not caused by the essure. Patient recovered. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and in one tube the microinsert was visible outside the tube in a wound-down position. In the other tube, part of the catheter broke off inside the tube with the micro insert. Patient was submitted to a hysterectomy and essure fragment was removed hysteroscopically. During surgery the devices were intra uterine. The reported events were interpreted as essure expulsion to uterus and breakage and were considered serious due to medical importance. They are listed according to product technical analysis/ptc (device breakage) and essure's reference safety information (expulsion) in this particular case, given the reported events nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, as although physician stated the hysterectomy was done for endometrial hyperplasia, not essure removal; an intervention (hysteroscopy) was necessary to remove essure fragments. Ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Follow-up information was received on 20-oct-2014. Patient's weight and height were provided. Concomitant condition included overweight (B)(6). The patient denied any previous gynecological interventions, gynecological problems or procedures, relevant medical history or concurrent condition. Cervical dilatation, sounding, analgesia and general anesthesia were applied during essure insertion. The insertion and the visualization of the tubal ostium were easy. Fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. No imaging tests were performed to confirm essure placement. Oral contraceptive was used as back-up contraception. The physician medically confirmed the events. There were no pathology results and hospitalization was not required. The condition was not caused by the essure devices. Confirmation test was not yet performed. Essure devices were not removed but hysterectomy was scheduled on (B)(6) 2014. No further information was provided. Follow up information received on 28-oct-2014: message received from physician's office regarding the outcome of patient's surgery. Patient was fine, everything went good. No further information was provided. Company causality comment: this medically-confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced microinsert deployed but part of the catheter broke off inside one tube and the micro insert was visible outside the other tube in a wound-down position. The event microinsert deployed but part of the catheter broke off inside one tube interpreted as device breakage, was initially considered as unlisted according to reference safety information for essure; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. The other event, regarded as device dislocation, is listed. Both events were considered serious due to medical importance. Although the exact mechanism of the reported events was not provided, considering positive temporal relationship and lack of plausible alternative explanation, they were considered related to device. This case was upgraded from other reportable incident to incident since patient underwent a surgery (hysterectomy) in order to remove essure. Additionally the non-serious event difficult insertion of essure in both tubes was reported. Ptc analysis concluded that there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.